Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 460 and 474 mg/dl as well as a low blood glucose level of 54 mg/dl. The customer treated high blood glucose levels with the insulin pump and treated the low level with juice. Customer's blood glucose value was 68 mg/dl at the time of the call. Customer states that she had low blood glucose levels of 68-70 mg/dl the previous day which she treated with a snack of 28 carbs. At 3:30 am she woke up to a low blood glucose of 54 mg/dl which she treated with juice. She woke up again to a level of 68 mg/dl without the device alarming her that she was low. Customer reported that the high blood glucose levels began at breakfast with a blood glucose level of 460 mg/dl which was treated with the device. She reported that the high blood glucose levels did not go down from treatment. Customer declined to troubleshoot for high readings as well as low reading. Advised of possible occlusions and to consult with health care professional and to treat per recommendation. The product was not returned for analysis.